Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch and corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 249 mg/dl at the time of the call. The customer states the insulin pump was exposed to fluid/moisture when he jumped into the pool. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.